Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported physical damage to the belt clip rail of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712kl was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into the reservoir compartment during testing. Unit was received for cosmetic damage allegations; however, after multiple battery replacements unit persisted on blank display. Pump received with blank display due to a cracked case behind the pump at the battery compartment, causing the battery tube to become loose, and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back in the right position, monitored, and afterwards, a blank display persisted. Unit was cut open and isolated to the electronic stack. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery threads, cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In summary, the customer's allegation of cosmetic damage to the belt clip rails was not confirmed during visual inspection. Unit was isolated to the electronic stack due to blank display. For additional information regarding the tests performed, refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.